Event description:
It was reported that patient presented into clinic for follow up when post-pace t wave oversensing was observed. The patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.